Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 560 mg/dl at the time of the incident. The customer stated that they were having high blood glucose and they delivered a manual bolus using syringes. The customer wanted to turn off the auto mode because it would not count the insulin that they deliver using the syringe. The insulin pump will not be returned for analysis.